Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported complaint (broken ceramic tip) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that reported issue (broken ceramic tip) was caused by wear and tear and/or improper handling by the user (more specifically, by mechanical overload, impact, accidental dropping, etc.). It is likely that the damage to the insulation insert was induced thermally and/or mechanically. It cannot be determined if there was pre-existing damage to the insulation insert, or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the device or during its last use in a procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning, infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿. ¿4.1 inspection and testing: inspecting the product, visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿. ¿warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. This supplemental report includes additional information added to d9 and h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the dark grey plastic beak had detached fully from the inner sheath. The issue was found during a bladder tumour resection (turbt). There was a 35 minute delay for the medical intervention to retrieve the broken piece. The procedure was completed using a similar device.